Event description:
On june 10, 2025, midmark corporation was notified of an instance that occurred on or around (B)(6) 2023 in which a model 630 procedure chair fell causing the patient to fall to the ground. Due to the description of event and due diligence, midmark corporation complied with filing this instance.

Manufacturer narrative:
Midmark corporation was made aware on june 10, 2025, of an incident that reportedly occurred on or around (B)(6) 2023, involving a midmark procedure chair. According to the information received, during a medical procedure, a patient was instructed by staff to reposition themselves by turning and lying on their stomach. Upon doing so, the chair allegedly fell flat to the ground, resulting in the patient falling as well. Subsequent evaluation by the patient's primary care provider indicated that the patient sustained a shoulder injury. The incident was not reported to midmark at the time it occurred, and as a result, no prior complaint is on file for the indicated serial number or device. If further information is made available, midmark corporation will comply with a follow up report as necessary.